Event description:
The translated text of what the customer reported is a fixed red x and "the equipment¿does not work at all, no matter what the position of the thumbwheel is." There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.